Manufacturer narrative:
This device has not been received by this manufacturer. An evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are unable to determine if the device met its specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device, and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.

Event description:
The complainant has reported that a female patient (age unknown) underwent a therapeutic egd procedure for treatment. The clinician stated that the resolution clip device prematurely deployed inside the patient. The patient did not sustain any reported complications or ill effects as a result of this issue. The procedure was completed successfully with the same device. The patient condition is reported as good.